Manufacturer narrative:
Unit received with end cap broken off and cracked reservoir tube lip. Unable to perform displacement test due to end cap broken off.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.